Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that the battery indicator was appearing on his one touch ultra meter. He admitted that he has not replaced the battery per the owner's manual. The patient stated that the alleged issue first began the same day approximately early afternoon. He did not take any actions in regards to his diabetes treatment when the issue first began. At an unspecified time after the alleged issue started, he reportedly developed symptoms of light-headedness and high blood glucose symptoms after the alleged issue started. The patient denied receiving medical attention. Although the battery was not replaced per the owner's manual, this complaint is being reported because the patient reportedly developed symptoms at an unspecified time after the alleged issue started. The meter, test strips, and control solution were replaced.